Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was replaced with a new one due to battery depletion. It is unknown when the patient last charged her ipg.

Event description:
Additional information identified the patient failed to recharge their ipg causing battery depletion. The patient is now receiving therapy.